Event description:
The pt, a type ii diabetic on oral medication, reported inaccurately low blood glucose readings with test strips, lot unk. Some time this week, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, obtained a blood glucose reading of 19 mg/dl. Because of the lower blood glucose reading the pt performed a second blood glucose reading and obtained a result of 22 mg/dl. He had no hypoglycemic symptoms at this time. Because the pt had not hypoglycemic symptoms and because he thought he had obtained inaccurately low blood readings, the pt discarded both bottles of test strips. The pt's meter was set to the appropriate code. The desiccant was in the first test strip bottle from the box. The pt did not open the second bottle of test strips from the same box. The pt stores the test strips in his bathroom.